Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-op check, the pulse generator exhibited a diagnostics anomaly. Exposure to electrocautery during implant was suspected. The diagnostics were cleared and the patient would be monitored.